Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/4/2023, it was reported by a sales representative via phone that an ar-ar-3610pk-3 fibertak had a drill bit break when implanted in the bone. The broken drill bit was not retrieved from the patient. The surgeon implanted two anchors before the third broke. The case was completed by abandoning the drill, and no further anchors needed to be implanted, with a 20-minute reported delay in the procedure to identify that the drill bit did break. There was no additional anesthesia administered. This was discovered during a hip scope labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force and/or prying/leveraging the device during insertion.